Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The physician explanted and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 5592-53, implantable pacing lead, (B)(6) 2009; 6947m62, implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.